Event description:
It was reported that a female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced left side rupture, capsular contracture; baker grade unknown, and implant site fluid collection. On (B)(6) 2024, mentor became aware that the patient experienced left side rupture, capsular contracture; baker grade unknown, and late onset seroma, and underwent bilateral replacement surgery on (B)(6) 2024. On (B)(6) 2024, the mentor failure analysis lab received two unknown gel implants textured devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture since both devices have same volume 450 engraved on them and were found damaged per analysis findings. Hence, this second report was created. For the right sided device received.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implant textured 450cc was found to be ruptured, received incomplete. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rupture can be determined at this time. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Since no lot number was provided, no manufacturing record evaluation review could be performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).